Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed (through the history log) but did not reproduce further false upstream occlusion alarms. The ultrasonic sensor was found to be operating out of specification with low ultrasonic readings which would make the pump more sensitive to upstream occlusion alarms. The ultrasonic sensor was calibrated to correct this condition.